Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient was experiencing a "shocking" in the device pocket several times per day since implant. When the device was interrogated and when the lead impedance was measured, the patient noticed the sensation. The lead impedances and thresholds were within normal limits. The chronic lead trend diagnostic feature was discussed as possibly causing the sensation so the feature was programmed off to determine if that was what the patient was experiencing. The device remains in use. No further patient complications have been reported as a result of this event.